Manufacturer narrative:
Analysis was unable to prime during prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement test. There was no motor error alarm. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and minor scratches on display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a motor error alarm. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.